Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two handpieces failed to phacoemulsify during a surgical procedure. The system was exchanged to complete the procedure. No harm was reported. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system was involved in a procedure in which the handpieces failed to phaco. The company service representative examined the system and was not able to confirm the reported event. Unrelated to the reported event, the company service representative reported that system message (sm) - centurion footswitch up-switch failure. Appeared on the system. The footswitch was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on september 25, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).